Manufacturer narrative:
Unfortunately there were no samples retained by the customer for evaluation. Without return of any product and unknown model and lot numbers, we are unable to perform a complete investigation into the root cause of the reported events. It could not be definitely determined if any clinical factors may have contributed to the alleged product problem but it should be noted that in the IFU for dpt products there is a note that states ¿poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks.¿ no further action will be taken at this time.

Event description:
It was reported that while using dpts, the values compared to a blood pressure cuff were off as much as 20 mmhg. Upon receiving additional information, it was revealed that this a ¿general complaint¿ that the dpt's values measure higher than the blood pressure cuff. However, there is no one specific dpt or lot involved. It was stated that there is nothing to return and no specific patient cases. The customer¿s perception is that the dpts values are ¿a bit higher¿ than the pressure cuff. The sales rep. Stated this facility adds extra length to their dpt set-ups, which may affect the accuracy of the readings. The facility is aware of this fact. The sales rep. Also stated that after talking with the clinicians, the 20mmhg may have been an overestimation. The facility stated that they do not want any follow up in regards to this issue. There were no patient injuries reported.